Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the time on the station was incorrect. The technical support specialist corrected time to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system time on station was incorrect. The customer added that this malfunction was affecting their reports and also patient care. However, there were no adverse events or injuries reported based on this event.